Manufacturer narrative:
H11: additional manufacturer narrative: the complaint for air bubbles introduced during procedure and/or observed on imaging was empirically. No imaging was provided, but the implant system and guide sheath used during the procedure were returned for evaluation. No manufacturing nonconformances were found with the returned devices after performing functional evaluations and leak testing. A device history record review was completed, and the devices passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Potential root causes may include variations in execution of de-airing steps. However, a root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. During procedure, air was introduced into patient and the patient experienced transient st-elevation. During procedure, there were poor tee windows / challenging visualization, and challenging anatomy. There were no issues during device prep, or during / post implantation. The patient was under general anesthesia. No saline drips or pressure monitoring devices were attached to any of the devices handles. A syringe was left on the introducer until the guidewire was inserted, and the guide sheath (gs) handle was elevated while inserting into the patient. When retracting the guidewire and the introducer, a syringe to flush the proximal opening of the gs was used. While flushing, the is was advanced into the gs. The loader was removed and the 50cc syringe was attached to the stopcock. Blood was aspirated, but no air. After advancing the implant down to the valve, air was observed and the patient experienced transient st-elevation. No treatment was required. The device was implanted. As per medical opinion, the amount of air observed was not more than usual for a teer procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.